Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced a hardware issue with the analyzer and received erroneous results for patient serum samples. The user could not provide an estimate of the number of samples affected or how many erroneous results were reported outside the lab. Of the data provided, the creatinine results for two samples were discrepant. All results are in mg/dl. Sample 1 initial result was 3.93, repeat on another p module was 7.34. Sample 2 had an initial results of "about 2" and when manually repeated, a result of " around 4" was obtained (no specific data was provided). The user stated no patients were harmed. The creatinine reagent lot numbers were 61683501 and 61693501. The field service representative determined the cell blank nozzle was misadjusted and caused the cells to overflow. He adjusted the cell blank nozzle and ran mechanism and photometer checks. To verify the analyzer operation, he ran calibration and qc with results within specifications.